Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched. The cse noted a drip on the reaction tray wash unit (wud) and flushed the wud probes with probe wash 3 to remove any contamination and dripping. The cse performed system maintenance. The customer ran quality controls (qc), resulting within range. A siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded there is no method or reagent lot issue. The data indicated the issues with ca outliers is due to water integrity issues consistent with poor water quality. Siemens customer service engineers installed a new deionized water (di h20) in response to the on-going water issue. The cause of the erratic ca_2c results is associated with water integrity issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported erratic calcium 2, concentrated reagents (ca_2c) results on the advia 1800 clinical chemistry instrument following water system maintenance. The initial results were not reported to the physician(s). The samples were repeated. It is unknown if the repeated results were reported to the physician(s). The customer did not provide any data for the initial or repeated ca_2c results. There are no known reports of patient intervention or adverse health consequences due to the discordant ca_2c results.